Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. The customer performed a supply change to resolve the issue. Customer¿s blood glucose level was 110 mg/dl